Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced shocking sensation at the pocket site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.